Manufacturer narrative:
The reported event of unacceptable capture threshold was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician attempted to position the right ventricular lead there was no adequate current of injury. It was noted that the threshold was high. The lead was removed and replaced. The patient was in stable condition.